Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter stated that while changing the battery, the pump and the battery were hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:a review of the pump¿s history showed unusual fluctuation of voltage on 06/07/2013 followed by a low battery warning and a battery change. During testing, the pump was unable to power on with the returned battery and a new battery was used for testing. The pump was able to rewind, load, and prime successfully. The pump was tested with an external power supply and all the current draws were found be within specifications. No overheating was observed during testing. The pump cover was removed and no internal moisture or damage was found internally.